Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2016-03011 / 03012 / 03013 / 03014 / 03015 / 03016). Device not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation allegedly due to pain, metallic-stained tissue, dehiscence of the posterior hip implant capsule and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Medical records indicate that the patient was revised due to metal on metal, with adverse reaction metal debris, audible noise. Heterotropic ossification around the hip joint was noted

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported patient received a right hip procedure approximately sixteen years post-implantation allegedly due to pain, metallic-stained tissue, dehiscence of the posterior hip implant capsule and elevated metal ion levels. Attempts to obtain additional information have been made; however, no more is available.